Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/20/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation revision with mentor smooth round moderate profile 250cc saline prostheses. Post procedure, the right prosthesis deflated, and the left prosthesis was deflating. Upon receipt by mentor, the device contained no fluid. White and brown material were observed within the device. White material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the anterior view, extending to the posterior. A rent was discovered within the crease on the anterior view measuring approximately 0.2 cm. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and brown material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 250cc saline prosthesis, catalog #3501635, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent breast augmentation revision with mentor smooth round moderate profile 250cc saline prostheses. Post procedure, the right prosthesis deflated, and the left prosthesis was deflating. As a result, bilateral prosthesis replacement with 295cc mentor memorygel breast implants was performed on (B)(6) 2018. There were no procedural complications and the patient was brought to the recovery room in stable condition. (See 1645337-2018-04900 for contralateral prosthesis report).